Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: foreign matter adhering to the insertion tube appears to be the medical-use glue (tissue adhesive). As for the cause of the medical-use glue to the insertion tube, it was possible that the release point was mistaken when injecting the medical-use glue. Furthermore, the user was responsible for using the medical-use glue, and olympus had not verified the removal of the medical-use glue through reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the insertion tube had foreign material. There was no patient involvement.